Manufacturer narrative:
This product will not be returned for evaluation and testing. Additional info will be sent within 30 days upon receipt.

Event description:
Report received indicated that during the insertion of the filter its hook was not in the center and was next to the "vein wall". Apparently, the filter remains tilted implanted in the pt. There was no adverse consequence to the pt.